Event description:
It was reported that during use of the device for a non-clinical activity, the centrifugal drive motor pump head easily detached from the motor. There was no patient involvement.

Manufacturer narrative:
Per the user facility's biomedical engineer, the non-clinical activity was during a routine check of the unit. When force was applied to the tubing connected to the pump head while it was mounted on the motor, the pump head detached relatively easily from the motor. While this situation has not occurred, the team was concerned that if the equipment needed adjustment during a procedure, pump head could detach.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.